Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Calibration data was determined to be ok. Control data was observed to normally be ok, however, there are a couple control outliers. Control recovery on the date of the event was ok. A general reagent issue can most likely be excluded based on control and calibration data. No pre-analytic sample handling issues could be detected. The most common root causes for incorrect high tsh results include presence of foam bubbles on reagent surfaces, or a contamination of the environment or sample tube.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Initial reporter phone number was provided as "(B)(6)."

Event description:
The customer stated that they received erroneous results for two samples from the same patient tested for the elecsys tsh assay (tsh) on a cobas e 411 immunoassay analyzer (e411). All sample results were reported outside of the laboratory. The first sample was collected on (B)(6) 2017 and tested on the e411 analyzer on (B)(6) 2017, resulting as 41.48 uui/ml. The sample was kept in the refrigerator between the time of collection and testing. The second sample was collected on (B)(6) 2017 and was tested at another laboratory using an unknown electrochemiluminescence immunoassay method, resulting as 2.93 uui/ml. The samples were visually analyzed and there was no evidence of hemolysis, lipemia, bubbles, or fibrin. The patient did not take synthroid medication on the days of sample collection. The patient was not adversely affected. The e411 analyzer serial number was (B)(4).